Event description:
It was reported that the patient presented in clinic. A device interrogation found that the patient's pacemaker exhibited undersensing. No intervention was performed. Additional information was requested and not received. The patient's condition was unknown.